Event description:
The reporter stated a 12.0mm icm120v4 implantable collamer lens tore. Additional information has been requested, but to date, none has been forthcoming. If additional information becomes available, a supplemental medwatch will be sent.